Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter's occupation: attorney.

Event description:
Patient was revised to address dislocation. Update jun 24, 2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain. Update ad 04 may 2018 - receipt of ppf and sticker sheet. In addition to what was previously alleged, ppf alleges elevated metal ions.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.